Event description:
The initial reporter received a questionable elecsys troponin t hs assay result from one patient sample tested on the cobas e411 rack. The initial result was reported to the doctor, who stated that the result did not fit the clinical picture. The patient sample was then rerun and a new sample was collected from the patient. On (B)(6) 2023: at 2:51 pm, the initial result with the initial patient sample in a serum separator tube (sst) was 50 pg/ml. On (B)(6) 2023 : at 12:28 pm, the first repeat result with the initial patient sample in a false bottom tube was 3.44 pg/ml. At 4:47 pm, the second repeat result with the initial patient sample in a false bottom tube was 5.20 pg/ml. The result of the new sample was less than 5 pg/ml. The repeat result was deemed correct.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
In mfg report no1823260-2023-02797, the third line in b5 describe event or problem should have been: "on (B)(6) 2023: at 2:51 pm, the initial result with the initial patient sample in a serum separator tube (sst) was 56 pg/ml with a data flag." Instead of: "on (B)(6) 2023: at 2:51 pm, the initial result with the initial patient sample in a serum separator tube (sst) was 50 pg/ml." The investigation reviewed the calibration and qc data. The qc was at the ±2 standard deviation (sd) range. The calibration and qc were both acceptable on the day of testing and continued to be acceptable. There are no hints of a reagent issue. The alarm trace did not indicate any issues. Based on the provided data, a general reagent issue can most likely be excluded. The cause of the event could not be determined.